Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to pocket infection and potential for device contamination. The device is not expected to be returned. No additional adverse patient effects.